Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical products: 419488 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in impedance that was now high/undefined, oversensing was additionally noted. Follow up revealed the cause of the rv lead issues were due to the lead pin not being fully inserted into the cardiac resynchronization therapy defibrillator (crt-d) device header. An additional procedure was conducted approximately one week post device replacement to fully seat the lead pin. Also noted were chronically high left ventricular (lv) lead thresholds. The device and leads remain in use. No patient complications have been reported as a result of this event.